Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
USA. Allegedly, a patient develop a bilateral capsular contracture baker grade iii (B)(6). In (B)(6) 2026, additional information confirmed that the event affected both breast and one as reported initially.